Event description:
It was reported that the patient heard the pump alarming on 2014 (B)(6), and they came in to the healthcare provider (hcp) office on the date of the report for a pump status check. There was a confirmed motor stall in the event logs on 2014 (B)(6), with no motor stall recovery recorded. The patient had no drug withdrawal symptoms. Minimum rate mode programming was discussed. Subsequently, it was noted that a ¿pumpogram" was performed on the date of the report, also reported as a catheter dye study, and they were not able to aspirate from the catheter access port (cap), "just tiny bubbles" were withdrawn; therefore, the study was abandoned at that point. The hcp wanted the pump to be stopped. Then it was noted that the pump had been "shut off for 45:48", but that the hcp had not programmed the pump to stopped pump mode. The pump was re-interrogated which showed a motor stall occurred as a separate event from the stopped pump mode, which confirmed that the stopped pump was due to the motor stall. The hcp confirmed they wanted to turn the pump off with the password; therefore, the code was provided to the reporter. The reporter was not sure if they planned to replace the pump. It was later reported that there were no symptoms almost 48 hours after the motor stall. There was only one motor stall noted in the event logs and the cause of the motor stall was unknown. The pump was interrogated and reprogrammed. Fluoroscopic exam of the pump reservoir also confirmed a motor stall. The patient recovered without permanent impairment. The patient was to return to the hcp office on 2014 (B)(6). The pump system was being used to infuse bupivacaine and morphine.

Manufacturer narrative:
Product ID 8578, lot# n137747, implanted: 2009 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Product ID: 8578, lot# n137747, implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8578, lot# n137747, implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Additional information was received from a consumer. The healthcare provider (hcp) did not replace the pump and the patient was transitioned to oral pain medications on (B)(6) 2014. It was stated that the oral pain medications did not cover the patient's pain like the pain pump did before and the patient wanted to get a physician who would replace her pump in order to go back to pump therapy. The patient's current pain management hcp did not want to put a new pump in as they felt the only people who should be on the pain pump are cancer patients. The patient felt her pain was much better managed with the pump. It was noted that the pump was never emptied, so it still had all the old medication in it, even though it was not working. Prior to the event, the patient was receiving 20 mg/ml bupivacaine at 11.29 mg/day and 20 mg/ml morphine at 11.29 mg/day.